Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a suspected pump infection with fever; no other symptoms noted. No redness or swelling around the pump. No discrepancy error noted during previous refills. The pt was hospitalized to investigate. A culture was obtained from the device pocket; results unk. The pt was administered antibiotics (vancomycin). The physician started to decrease the daily dose by 10% each day, for 10 days and then the plan was to explant the pump and catheter. The pump contained "baclofen 500mg/ml at 80.5mg/day." While the dose was being decreased, they were monitoring the pt for withdrawal symptoms. The pt was being supplemented with oral baclofen. The pt was sent home during the weekend. The pt outcome was noted as "ongoing". Additional information has been requested; a follow-up report will be sent if additional information becomes available.